Manufacturer narrative:
Investigation results completed on a cadd legacy 6500 pump. Device was reported to be in fair physical condition arrival . The testing was verified upon powering up device and duplicating event. It was confirmed alarm lec 1660. This is isolated to circuit board. Unknown cause of event and circuit board replaced. Device passed all testing.

Event description:
Information received a smiths medical cadd legacy 6500 pump lec 1660 alarm. No patient adverse events reported.